Event description:
On march 1, 2009, the lay user/patient's girlfriend contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was reverting to the setup mode. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the patient by phone. The reporter stated that the alleged issue began on the morning of the month prior. Approximately 10 minutes after the issue began, the reporter claimed the patient developed the symptom of feeling sweaty. The cca noted that the patient manages his diabetes with oral medication. However, the reporter denied that the patient took any action regarding his diabetes management or received medical intervention as a result of the alleged issue. At the time of troubleshooting, the cca noted that the subject meter was new; however, the issue remained unresolved, replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed a symptom suggestive of either severe hypoglycemia or hyperglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.